Event description:
(B)(4). Cramping, abnormal menses, discharge (no odor), hot flashes, night sweats, loss of sexual interest, sexual dysfunction (can't obtain satisfaction), amenorrhea, vulvodynia, abdominal twitching, back and joint pains, body aches, migraines, anxiety attacks, mood swings, depression, tingling in hands, food sensitivities, cysts and boils, hair growth in new places, dental issues, psoriasis of the scalp, suicidal thoughts.